Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted total hysterectomy procedure on an unknown date and when it was reported, ¿our sales representative visited the hospital to explain the air seal specifications. During that time, it was discovered that the doctor was writing a paper on subcutaneous emphysema. It was not possible to ascertain all the details, such as the timing, on the day. The doctor did not believe that the air seal was the cause. The specifications were explained to the doctor, and he/she was able to understand it.¿ follow up questioning found that a patient had developed subcutaneous emphysema. There was no report of medical intervention or hospitalization for the patient. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter, and ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, were also used in the procedure and will be listed as a concomitant device. There was no report of malfunction for any conmed device. This report is being raised due to the reported injury of patient developed subcutaneous emphysema.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted total hysterectomy procedure on an unknown date and when it was reported, ¿our sales representative visited the hospital to explain the air seal specifications. During that time, it was discovered that the doctor was writing a paper on subcutaneous emphysema. It was not possible to ascertain all the details, such as the timing, on the day. The doctor did not believe that the air seal was the cause. The specifications were explained to the doctor, and he/she was able to understand it.¿ follow up questioning found that a patient had developed subcutaneous emphysema. There was no report of medical intervention or hospitalization for the patient. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter, and ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, were also used in the procedure and will be listed as a concomitant device. There was no report of malfunction for any conmed device. This report is being raised due to the reported injury of patient developed subcutaneous emphysema.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 141 complaints, regarding 141 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.